Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced "poor and cloudy effluent". The cause of the event was not reported. It was reported the patient refused to go to the hospital for the event. The patient was receiving an unspecified medication (dose, route and frequency were not reported) for an unspecified indication. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.